Manufacturer narrative:
This report is for one (1) unknown cancellous screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown cancellous screw. PMA/510(k) number is not available. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of one (1) locking compression plate, four (4) cortex screws, one (1) cancellous screw and (1) cannulated screw from the ankle due to pain. All hardware came out successfully and fractures were healed. It is unknown if there was surgical delay. Procedure outcome was unknown. There was no patient consequence. This report is for one (1) unknown cancellous screws. This is report 3 of 4 for (B)(4).